Event description:
Pt had laser vaporization of the prostate procedure done in 2006. Pt had not moved his bowels when he was discharged the next day. In about six hours later when pt went home, his abdomen became distended, fever, and was vomiting. Paramedic rushed pt back to the ER. Test run verified that his bladder has been perforated. Pt had an emergency surgery to close the hole in the bladder. This was a life threatening situation and FDA needs to investigate.